Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had an estimated remaining battery longevity of one year remaining, while last year it was three years remaining. All other parameters were in normal range. To date, no data has been provided to technical services (ts) for further analysis. The patient's next follow-up is in three months. Right ventricular (rv) pacing is 77%. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this pacemaker had an estimated remaining battery longevity of one year remaining, while last year it was three years remaining. All other parameters were in normal range. To date, no data has been provided to technical services (ts) for further analysis. The patient's next follow-up is in three months. Right ventricular (rv) pacing is 77%. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific cannot confirm the allegation of gas gauge/longevity not as expected. The device remains implanted, and no data has been provided that would confirm this device is exhibiting a product performance issue. This report will be updated should additional information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: neither the implantable device nor data from it was returned by the customer; therefore, no product or data analysis could be performed. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Risk assessment: a risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.